Manufacturer narrative:
(B)(6).

Event description:
It was reported that during knee surgery, the 2nd anchor fell out because of how it sits in the track. The t2 premature deployment was noticed during deployment of t1. No significant delay or patient injuries reported. A back up was available.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, will not be returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 deployed at the same time as t1. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: bending of the delivery needle during deployment. Multiple trigger advancements. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.